Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:305194, batch#:3347792. It was reported by customer that they had a clogged/blocked needle. No pt harm. Note: customer is going to follow up on the ref and lot of the syringes being used with the needle. Samples: available please send sample return kits.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there was a clogged needle. To aid in the investigation, fifty-one samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution; all samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305194, lot 3347792. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
No additional information received.